Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented for a routine follow up. The physician was not satisfied with their home blood pressure of 200 mmhg although the patient presented at 163/112 mmhg. The patients therapy was adjusted from 125 ms, 6 ma, 40 pps to 280 ms, 2 ma, 40 pps and slowly increased to 4.0ma with no issues experienced by the patient. 30 minutes after titration, the patient experienced dizziness and reported to the ER where they were dysarthrophic and admitted to the hospital. The patient was transferred back to the outpatient clinic, and barostim therapy was adjusted back to 125 ms, 6 ma, 40 pps. On (B)(6) 2025, while still in the hospital, therapy was turned off to enable a planned eeg checkup an to evaluate the impact of bat on their blood pressure. A CT scan was done and it did not reveal a stroke or bleeding.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).